Event description:
It was reported that two cassettes were defective. Both were from same box and mini spike. The concentrate leaked through the valve when medicine was withdrawn from vial. No patient injury was reported.

Manufacturer narrative:
Catalog number, unique identifier and 510k number are unknown. No information has been provided to date. No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-04810. The report was submitted in error.